Event description:
It was reported that after a da vinci-assisted surgical procedure, that the cadiere forceps has the clamp misaligned. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of severely bent grip tips be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.032¿ offset at the tips. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Additional observations not reported by site: the instrument was found to have the main tube broken. A piece measuring proximately 0.069¿ x 0.099¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed the user. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.166¿-0.199in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on instrument main tube is typically attributed to mishandling/missuse.